Event description:
It was reported to boston scientific corporation in 2007 that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatogram (ercp) procedure in 2007. ( patient age, gender and weight unknown) according to the complaint, during preparation, the tip of the tome was damaged. The device was not used and the case was completed with a second autotome rx sphincterotome. No patient complications were reported as a result of this event.

Manufacturer narrative:
No consequences or impact to patient. Other (tip damaged) the device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. Device not returned